Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: nurse reported qc2h error twice from a single pt using one meter over one strip lot. Pt has several bruises. Pt was recently hospitalized for a-fib and mi; was discharged (B)(6) 2011. Pt on coumadin therapy recently since hospitalization. Caller reports that the pt's hands were not warmed prior to finger stick. And there was some milking of the finger to obtain blood sample.

Manufacturer narrative:
Issues with customer's technique were identified which may have contributed to unexpected inr results or errors in testing. Qc errors are designed to be a failsafe error to prevent the reporting of erroneous results. These can be caused multiple issues, including improper storage, technique issues, sample interference, etc. A 75 total complaints have been reported for lot# 251117 yielding a complaint rate of 0.026#. Due to this low occurrence rate, below the action threshold of 0.1%, corrective action is not required at this time.